Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the m3535a device¿s ECG signal was lost during transport after successful resuscitation. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported to philips that after successful resuscitation of a patient, the electrocardiogram (ECG) signal of the heartstart mrx monitor / defibrillator was lost during patient transport. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.